Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: correction on product evaluation results. Report of pannus and thrombus was confirmed. Report of insufficiency could not be confirmed through visual observations. Evaluation was performed through images(see attachment). X-ray demonstrated wireform intact. What appeared to be thrombus/vegetation was observed on the leaflets; especially on the outflow aspect of leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. One cor-knot remained attached near leaflet 1. Correction on MFR aware initial report is april 27 2017. Refer to report 2015691-2017-01501 as the event is the same as this report.

Event description:
It was reported that aortic valve implanted eleven (11) months and two (2) days was explanted due to severe aortic valve insufficiency. The aortic valve was inspected and found to have severe pannus and thrombus around the leaflet. One of the leaflets was folded over, and had significant thrombus. It was not mobile. The explanted device was replaced with another 25mm 3300tfx aortic valve. The patient was transferred to the intensive care unit bed in stable but guarded condition. Patient tolerated the procedure well. Patient was discharged on post operative day four. Intra-operative findings: right coronary leaflet folded over, and thrombus keeping it from moving. Severe pannus at the annulus and around the valve.

Manufacturer narrative:
Device evaluated by manufacturer: vegetation was observed on the leaflets; especially on the outflow aspect of leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. One cor-knot remained attached near leaflet 1. X-ray demonstrated wireform intact. Additional manufacturer narrative: based on the product evaluation findings, it is most likely the subject device was explanted due to infection/endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that a bioprosthetic valve was explanted.